Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 1 month, and 17 days post-implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm sapien 3 ultra resilia valve was noted to have moderate paravalvular leak (pvl). The operator decided to post dilate the already existing valve, which the account noted "has recoiled". During inflation of the commander delivery system with +1cc of extra volume, the balloon ruptured radially and umbrellaed over the nose cone while pulling back into the esheath+. The delivery system was immediately brought back into the esheath+ and removed as a unit. The esheath+ tip could not be removed through the arteriotomy, so a vascular cutdown was needed. The post dilation was unsuccessful and aborted after the balloon burst. The patient received a 6x6mm duct occluder to plug the pvl. The patient left the room in stable condition. Per imagery review by edwards engineer, a possible liner delamination was noted on the 14f esheath+.